Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2011.according to the complainant, while preparing for the procedure, it was noticed that a wire on the side of the forceps was detached. Reportedly, when testing the device only one of jaws would open while the other remained closed. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the tang hole of a jaw was bent and the correspondent pull wire was detached from it. Material analysis revealed that the bent area exhibited characteristics of lateral forces. Moreover, the surface inside the tang hole contained evidence that the pull wire was within the tang hole prior to the damage. No material anomalies were found. Functionally, when actuated the unit did not open and close evenly due to observed damage. No further functional testing was performed.the condition of the returned incident device was consistent with the complaint; wire detachment. However, the evaluation found that lateral forces were applied to the device causing the tang hole of a jaw to bent and the subsequent pull wire detachment. Reportedly, the device issue was observed prior to use. Therefore, the most probable root cause is handling damage.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2011. According to the complainant, while preparing for the procedure, it was noticed that a wire on the side of the forceps was detached. Reportedly, when testing the device only one of jaws would open while the other remained closed. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.